Event description:
Two biopsies were taken from the stomach without any issues. As the device was advanced through the olympus q160 endoscope again and neared the tip of the endoscope, the physician was unable to advance the device any further. As the device was being retracted and neared the handle of the endoscope the same thing happened. The device appeared to have jammed. The physician removed the endoscope from the patient with the device in the channel and stopped the procedure. There were no reported consequences to the patient.

Manufacturer narrative:
Additional information was received from the user facility. The channel on the endoscope is 2.8mm. The endoscope was returned to the manufacturer for evaluation and a copy of the report was supplied. The biopsy forceps were found to be stuck and damaged, which most likely occurred in the I-channel. Due to the damage to the biopsy forceps it was not possible to verify the compatibility of the two devices.